Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm experienced foreign matter on the device cannula/in fluid path which was noted during use. The following information was provided by the initial reporter: after putting a retractable needle on an insulin pen, it was noted that there were iron particles stuck in the pen. No consequences for the patient. Risk of accident exposure to blood.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/19/2020. H.6. Investigation: one insulin injector with a piece of broken cannula stuck in the septum was returned. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Due to the condition the sample was returned bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm experienced foreign matter on the device cannula/in fluid path which was noted during use. The following information was provided by the initial reporter: after putting a retractable needle on an insulin pen, it was noted that there were iron particles stuck in the pen. No consequences for the patient. Risk of accident exposure to blood.